Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged there was a loss of prime issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: investigation was not able to duplicate complaint about loss of prime. Force sensor was found to be within specification. Black box is not available on complaint date, but unidentified low force observed..black box verified "loss of prime" warnings on 01/13/2017 with a non -zero force.